Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue was reproduced during troubleshooting. The issues were solved by replacing expiratory channel printed circuit board (pcb) and safety valve including pull magnet. Safety valve test sequence checks the hardware signals related to the safety valve functions and checks that the safety valves opening pressure is approx. 117 cmh2o and calibrates the valve if required. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The defective parts were not returned for investigation, despite request. Device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb and safety valve including pull magnet.

Event description:
Manufacturer's ref. #: (B)(4).